Manufacturer narrative:
As of today the investigation and attempt to obtain additional information related to this event is still in-process. A follow-up will be filed as needed.

Event description:
It was reported that "the customer called us because the aws 5000 glass broke down." No injury reported. Attempts to obtain additional information have been unsuccessful as of today.